Manufacturer narrative:
Evaluation codes: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion device evaluation: a visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube and a twist was found on the balloon at 65 mm from the tip. The visual inspection did not report any other issue on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device from the tip to the luer. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon was showing wrinkles and a visible change in profile in correspondence of the twist; - 2 bar: wrinkles were still visible on the balloon and the balloon kept showing the change in profile in correspondence of the twisted point. - 7 bar: some wrinkles were still visible on the balloon. A twist on the guidewire lumen was detected. - 14 bar: no more wrinkles detected on the balloon. The twist on the guidewire lumen was clearly visible. One still image was returned for evaluation. The image showed the inflated balloon in the patient during the procedure and a twist was visible.

Event description:
Physician was attempting to treat a lesion in the mid sfa using in.pact pacific. It was reported that during inflation, physician noted a twist in the middle of the balloon. The procedure was completed with the defect balloon. There was no injury to patient or clinical sequelae reported for the event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.